Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 4. The clip was advanced to the mitral valve, during the grasping attempt the gripper arms would not move. The cds was retracted back to the atrium and tested the gripper arms but the grippers stayed up. The clip was removed and was replaced. A total of two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. The investigation was unable to determine a cause for the griper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.na